Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: dnp, mba, rn, fache, cpps -manager quality and safety. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report number mw5110894. The event description states that following a successful percutaneous transcatheter aortic valve replacement (tavr) procedure, closure device to the right groin failed. Attempt to seal the groin was unsuccessful. The procedure transitioned to an open repair of the right femoral artery. Additional information was received on 02 aug 2022: the size of the procedure sheath that was used was a 6french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion noted in the procedural. A pre-deployment angiogram was performed. Patient was bleeding during closure of the site. The angio-seal was deployed, but the bleeding would not stop. Angiography was done which showed a right common femoral artery occlusion. Vascular surgery performed a cutdown on the patient and was able to stop bleeding. Additional information was received on 03 aug 2022: the estimated blood loss was 200cc's.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause of the issue was determined to have been incorrect device placement resulting in a vessel blockage. The device history record was unable to be reviewed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).